Manufacturer narrative:
The device was returned to zoll medical and the malfunction was duplicated. Internal inspection of the device found damage to the main board. The cause of the damage was not verified so root cause was not firmly established. The main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.